Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The fse tested and observed that helium gauge was not reflecting current reading of tank and that the needle was getting stuck on gauge dial. The fse replaced the pressure gauge to correct the issue. Performed pneumatic leak test and passed to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer, and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.